Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt dizzy and their heart rate was bradycardic. High impedance was noted on the right ventricular lead. The physician attempted to reposition the lead but was unable to fix the lead to the right ventricle. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.2cm for analysis. Fractured outer coil due to rib clavicle crush was noted at 25.7cm from the connector pin. This is consistent with the observation from the field of high impedance.